Manufacturer narrative:
(B)(4).

Event description:
An international customer reported two patients experienced anaphylaxis after undergoing a urology procedure, and the endoscopes used in the procedure were manually cleaned and reprocessed using cidex® opa solution. The event occurred approximately 2-3 months ago; however, the exact date is unknown. This report is for patient #2. Clinical details are not known, including patient¿s demographics, history, signs and symptoms and duration, and if medical treatment was required; however, there was no fatality reported. Multiple attempts were made to capture specific clinical information for this patient, as well as procedural information, but no further information has been received to date. Based on limited information received at the time the reporting determination was made, and out of an abundance of caution, this complaint is deemed reportable as a serious injury for the report of anaphylaxis. Advanced sterilization products will continue to follow-up for additional information, and the file will be reassessed when new information is received. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted. Please reference manufacturer report numbers: 2084725-2020-00050.

Manufacturer narrative:
The customer was re-trained on proper use and handling of cidex opa solution. Asp complaint ref #: pc-(B)(4).

Manufacturer narrative:
An asp sales representative reported the customer previously was using an automatic washer-disinfection system to process their scopes. However, the unit was out of service, and therefore, cidex® opa solution was used to manually process the scopes instead. It is unknown if the cidex® opa solution was used according to the instructions for use (IFU) as no further information could be obtained from the customer after multiple attempts. In addition, no further information clinical information regarding the patients or the procedure was provided. Asp investigation summary: the investigation included a review of the batch history record, complaint trending, and system risk analysis (sra). The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The assignable cause of the reported issue could not be determined. Cidex® opa solution was used to reprocess the scopes used; however, it is unknown if the patient had an anaphylactic reaction to the cidex® opa solution or if the cidex® opa solution was used according to the instructions for use (IFU). The issue will continue to be tracked and trended. Asp complaint ref (B)(4).